Manufacturer narrative:
(Event date): the events occurred on unspecified dates of (B)(6); further described as "over the past few weeks". The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicap transfer sets had "twist clamp not functioning properly and/or damaged". It was further described as "transfer set cannot be opened and closed same time. It was tight to twist". This occurred during unspecified process steps of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.